Event description:
The customer reported that an elderly pt's left leg (just below calf) was cut while turning over on the couch of a philips brilliance 64 CT scanner. The cut to the pt was approx 5 inches in length and 0.5 inches wide. The pt was treated with "first aid". The exact treatment administered and the pt's condition is unk.

Manufacturer narrative:
The hospital was unable to determine the exact cause of the pt's cut. The physician initially attributed the cut to be from a plastic syringe (without needle) that was in the area or a gap between the couch head and the head extension. The pt was positioned feet first. The hospital radiographer described the cut as "clean cut" more indicative of the plastic syringe, and concluded that this was most likely the cause. Philips confirmed that the head cushion was in place, most likely preventing any potential contact with the gap between the couch and head area. Philips concluded that the device most likely did not cause or contribute to the pt's injury. The need for this MDR was identified during a retrospective review of complaint records. (B)(4).